Manufacturer narrative:
Product complaint # (B)(6) date sent to the FDA: 12/14/2021 . H3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty labeled winding former, a needle/suture piece, a suture piece, and a needle product code x582 were received for evaluation. The product code is double armed, and the swage and attachment area of the needle were noted to be as expected and no suture remnant could be noted into the barrel hole, the suture piece was examined and there is enough impression and insertion at the swage needle on the suture end. On the second needle, there is a suture piece still attached to barrel hole and marks due to use were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a rsc procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was detached from the needle while fixing a mesh. It was not a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.